Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and it passed. Voltage testing was performed and passed. A pairing test was performed, and it passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause is potential patient misuse. No injury or medical intervention was reported.